Manufacturer narrative:
Additional information: new information received that came with pi results, date of birth - (B)(6) 1954, gender - male, date of event - (B)(6) 2021, dr gellerman douglas, physician. The following fields are therefore updated: section a2: date of birth - (B)(6) 1954. Section a3: gender - male. Section b3: date of event - (B)(6) 2021. Section d9: device available for evaluation ¿ yes. Returned to manufacturer on 12/09/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one complaint for override. These complaint issues reported are not related; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsule broke and was observed during insertion of dcb00 model intraocular lens(iol) into the patient's operative eye. Lens was fully inserted and removed from patient's eye. Procedure was completed successfully using a non johnson and johnson surgical vision lens. No further information available.

Manufacturer narrative:
Pt info: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2021. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section g3: upon further review it is was discovered that in follow-up report #1, section g3 date provided was submitted with a typo in the year (2022). The correct date is dec 29, 2021. Therefore, this follow-up #2 is being submitted to provide the corrected data. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.